Event description:
It was reported that the customer's blood glucose level reached 509 mg/dl, and the cause of the high level was unknown. The customer took corrective action by administering a correction injection via multiple daily injections, and no further assistance was required as the customer declined a supplies or system check.